Event description:
It was reported that post renal radio frequency ablation (rfa) procedure, blisters occurred. The patient had undergone a renal rfa procedure without any complications. Upon removal of the grounding pads it was noticed areas of redness on the patients¿ thighs. The following day it was noted that the red areas were blistered. The patient is in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified no visual damage to the device. The tamper proof seal was present but broken. The device passed power-on self-test (post), rf on test, and all performance criteria of the final test procedure without removing the device's top enclosure. Pad connector continuity test, post values check, pad over-current shutdown test, and short-circuit shutdown test were also performed during environmental stress testing at high and low temperature and high and low line voltages with no problem found. The top enclosure of the device was removed and a visual inspection was performed with no defects found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post renal radio frequency ablation (rfa) procedure, blisters occurred. The patient had undergone a renal rfa procedure without any complications. Upon removal of the grounding pads it was noticed areas of redness on the patients' thighs. The following day it was noted that the red areas were blistered. The patient is in stable condition.